Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a proglide device with a 7fr after a pelvic crossover interventional procedure. Reportedly, after hemostasis was achieved with the proglide, the patient reported that the puncture site was bleeding. Bleeding was pulsatile. The patient underwent successful surgical suture closure and is doing well. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: the physician observed the bleeding one day after the procedure, during a control investigation; however the start date of bleeding is uncertain. Hospitalization was not prolonged.